Event description:
Reference number (B)(4). Event occured in the united kingdom. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. On (B)(6) 2025, a patient reported an issue with a bent cannula in their infusion set. The problem was detected within three hours of inserting the set. At the time of the event, the patient's blood glucose level was registering as "high" on their meter. The infusion set had been inserted in the patient's abdominal area. To address the high blood glucose, the patient administered a correction bolus using their insulin pump. The patient also tested for ketones and found moderate levels present. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.